Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (, menorrhagia)') in a 35-year-old female patient who had essure (batch no. B34605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, menses irregular, hematometra and paratubal cyst. Concomitant products included lisinopril since (B)(6)2013 for hypertension as well as nsaids since (B)(6)2013 and paracetamol (acetaminophen) since (B)(6)2013. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required), 3 years 1 month after insertion and 1 day after removal of essure. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2013, the patient experienced depression ("psychological or psychiatric problems: depression"). In (B)(6)2013, the patient experienced anxiety ("psychological or psychiatric problems mental anguish"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: essure device was successfully occluded.. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, dysmenorrhea. Vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2019: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area/ pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in a 35-year-old female patient who had essure (batch no. B34605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, menses irregular, hematometra and paratubal cyst. Concomitant products included lisinopril since (B)(6) 2013 for hypertension as well as nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required), 3 years 1 month after insertion and 1 day after removal of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems: depression"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage, dysmenorrhoea, depression, anxiety and abdominal pain outcome was unknown and the menorrhagia and genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for menorrhagia (heavy menstrual bleeding),general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded.. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, dysmenorrhea.vaginal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: added event abdominal pain, general abnormal bleeding. Updated event physical pain/ pelvic pain (previously reported as physical pain) and abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding) previously reported as (abnormal bleeding (menorrhagia). Outcome of event menorrhagia was recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (, menorrhagia)') in a (B)(6)-year-old female patient who had essure (batch no. B34605) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension, menses irregular, hematometra and paratubal cyst. Concomitant products included lisinopril since (B)(6) 2013 for hypertension as well as nsaids since (B)(6) 2013 and paracetamol (acetaminophen) since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required), 3 years 1 month after insertion and 1 day after removal of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems: depression"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems mental anguish"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain, dysmenorrhea. Vaginal bleeding. Most recent follow-up information incorporated above includes: on 16-aug-2019: pfs & mr received. Reporter information, lot no. Was added. Case become incident by new event added vaginal bleeding, menorrhagia, dysmenorrhea (cramping), depression, metal anguish. Severity added pelvic pain female. Outcome added pelvic pain female. Medical history and concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.